Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was missing data points on the continuous glucose monitor graph. During troubleshooting with tandem technical support, the issue resolved itself. There was no reported impact to the customer's blood glucose level.